Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 1 device was evaluated based on historical data analysis. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 1 device: fracture problem / tip 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 1 device: product not received 2 devices: product disposition is not yet determined. Additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 3 events for the failure: fracture. - 3 events had no health consequences or impact.